Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six days after the implant procedure, the threshold measurements could not be measured on the right atrial (ra) lead. X-ray indicated a possible ra lead dislodgement. As a result, the lead was successfully repositioned. No adverse patient effects were reported.